Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The reason for reoperation: rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported left side "lymph nodes in throat occasionally swell", "inflammation and swelling of lymph nodes" and "tenderness and pain". Healthcare professional reported left side rupture. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: underweight, broken shell, missing. Microscopic analysis was performed which identify a striated edge opening, consist with use of a surgical tool. Based on the device analysis the final assessment is: a striated edge on posterior side due to surgical damage. A piece of the shell is missing the assessment is inconclusive.

Event description:
Patient reported left side "lymph nodes in throat occasionally swell", "inflammation and swelling of lymph nodes" and "tenderness and pain". Healthcare professional reported left side rupture. Device has been explanted.